Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 4.2 on and pocket a6 failed and was not recoverable. A field service engineer retrieved an empty pocket from another storage location and installed it into position 4.2 a6. The space was then successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 pocket a6 was failed to recover and not detected on bus. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.